Manufacturer narrative:
E.6 initial reporter e-mail: (B)(6). H.6 investigation summary. "Material #: 368608. Lot/batch #: 3018362. Bd received 7 shelf packs of samples for investigation. (B)(4) of the samples were evaluated by functional testing, each having their eclipse shields activated, and the indicated failure mode for defective locking mechanism / needle stick with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism / needle stick. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that there was a needle stick injury, post use. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details employee was injured (needlestick). The injured person was treated and tested on site, they are fine now. (B)(6) needle stick.